Manufacturer narrative:
The reported events of unacceptable threshold and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the lead exhibited high capture threshold and high out-of-range impedance. The physician made several attempts re-positioning the lead but the capture and impedance measurements remained high. The lead was removed and replaced. The patient was in stable condition.